Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2008. It was reported that the pt was without stimulation and could not increase the amplitude for her therapy. A diagnostic test revealed invalid impedance measurements on all lead contacts. An x-ray has been recommended for further interrogation.